Manufacturer narrative:
This event is reportable for analysis results. The pushwire was found to be bent at 11.5cm from the proximal end. In addition, the pushwire also found to be broken at 3.0cm from the proximal end. The implant coil was found to be stretched with the polypropylene filament intact. Based on the device analysis and reported information, axium coil was confirmed to have ¿product damaged/deformed out of package" as the returned coil was found to be stretched. In addition, the pushwire was bent and broken at the proximal end. However, the cause for damages could not be determined. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil pushwire was bent when it was taken out of the coil hoop. A replacement product was used in the procedure. There was no patient involvement with the event. Additional information received reported the device packaging was intact with no visible damage. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened. The damage was noticed during device prep. The physician observed the damage on the proximal wire as the black rubber stopper was about to be removed.